Event description:
Malfunctioning port was removed. According to the surgeon, it was leaking. Notes from the history and physical:"recently she developed some symptoms including pain and swelling with access and injection of the port. A portogram demonstrated a leak in the proximal portion of the catheter and she now presents for removal of that catheter." Notes from the operative report. "The port was examined. I did not see any obvious crack or erosions in the catheter." There were no complications. The patient tolerated the procedure well.